Event description:
Customer called to report the reservoir door was loose. It was stated that the reservoir fell off the pump several weeks ago and the customer had an over infusion of insulin. The customer was admitted to the hosp.